Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) ranging from 367-599 mg/dl. Infusion set site was changed and manual injections were administered to address bg. Pump system check was performed with tandem technical support and the pump time was found to be incorrect. Customer reported to have set the pump time incorrectly and was use error. Reportedly, customer discussed increasing the pump basal setting with a healthcare provider to help address the elevated bg.